Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30532846l number, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. The physician realized at the end of the procedure that the patient had a pericardial effusion. It was successfully drained. Surgery was delayed 45 minutes. Additional information: this adverse event was discovered post use of biosense webster products, at the end of the intervention. The physician¿s opinion on the cause of this adverse event: procedure, he does no incriminate bwi products. The patient was reported as fully recovered. The patient did not require extended hospitalization because of the adverse event. A transseptal puncture was performed with a baylis needle. A thermocool® smarttouch® sf catheter was used. Force visualization features were used: graph, vector, visitag with f the visitag module parameters for stability: 3g, 3s, 3mm, respiration adjustment and no additional filter used with the visitag. Ablation index was used. Prior to noting the ablation was performed. There was no evidence of steam pop. It is unknown when did the event occurred it was noticed at the end so physician thinks transseptal phase. Irrigated catheter was used in the event: 2ml/min for mapping, 8ml for ablation under 30w, 15ml above 30w. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. No error messages observed on biosense webster equipment during the procedure. Since this event is life threatening and required interventions to prevent permanent impairment of a body function or permanent damage to a body structure, then is to be considered serious and MDR-reportable.